Manufacturer narrative:
(B)(4). Date sent 10/29/2024. D4 batch #e240000098/e240000090. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec45a device was returned with no apparent damage and with a partially fired 1/10 cecr45b reload present. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than there load alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon ¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot e24030006, and batch number e240000098/e240000090 no non-conformances were identified.

Event description:
It was reported that during a laparoscopic lobectomy procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.